Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. Olympus repair center could confirm the reported phenomenon. There was green dust inside the connector. Bad connections of the socket occurred. The cable was damaged. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
First, the user found that the endoscopic image was flickering like snow noise during colonoscopy. The user completed the procedure with the device. Then another day, the user found that horizontal lines were displayed on the endoscopic image before the procedure. The user replaced the device with another device and completed the procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus repair center for evaluation. The device was not returned to olympus medical systems corp. (Omsc), therefore omsc could not confirm the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that there was no abnormality in the device and this phenomenon attributed to a bad connection by dust accumulated on the video connector. If significant additional information is received, this report will be supplemented.